Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a revision of a total hip replacement on (B)(6) 2018 and suture was used. The needle broke. Case completed with another device of the same product code. There were no patient consequences reported. No devices will be returned, product was discarded.